Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Diabetes nurse called to reported that the patient was hospitalized in the ICU (intensive care unit) approximately a month ago. She stated that the patient gave over 20 boluses of insulin without any result on the patient's blood glucose (bg) levels (exact bg levels were not provided). She also reported that the patient had other diagnoses at the time of the hospital visit. The pod was removed and discarded. There was no further information regarding the hospital visit or to the patient¿s treatment. The patient was at home at time of the call.